Event description:
It was reported that pump experienced malfunction with code 12, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, and customer was instructed to continue using pump and to call back if issue returned, which customer acknowledged and understood.